Event description:
I had three shots of synvisc in early 2008. Within a few days of the third shot, I started getting stiffness in my weightbearing joints. This became increasingly worse for the next two months. I had debilitating pain in all joints from the hips down and pain in the front muscle of the thighs and the outside muscle in the lower leg. It was so bad, I went from walking 5 miles regularly and easily to barely making it to the corner. The pain was so bad that I could not sleep with mediation. Gradually over a few months, most of the pain subsided except in my knees. My knees are a still very very stiff and sore. When the pain was severe, I went back to the orthopedist, who insisted that this was not an allergic reaction to the synvisc. He said a systemic reaction could not affect only weight bearing joints, that it would be all my joints. I am convinced that the shots of synvisc caused some type of arthritis like reaction. Although I did have surgery to repair a torn meniscus originally -in 2007- this was a totally different type of pain. Frequency: 3 shots 1-wk apart. Dates of use: 2008 diagnosis or reason for use: to provide cushion bone on bone joint.